Manufacturer narrative:
The investigation showed that upon 400-fold dilution and retesting of the sample, results of 749,000 iu/ml were obtain which is consistent with alternate laboratory results. The event is consistent with a high dose hook event. The vitros total b-hcg assay instructions for use - other limitations section states that "samples containing greater than 300,000 iu/l hcg may read within the reportable range due to a high dose hook effect." The user did not follow instructions for sample dilution related to high dose hook effect.

Event description:
A customer observed a negatively biased total b-hcg result for a pt sample tested on the vitros eci analyzer. The biased result was reported. An alternate laboratory determined the original result, was biased and a corrected report was issued. Biased results of the magnitude and direction observed might lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.